Manufacturer narrative:
The reported event was addressed with phone support with an intuitive tech support engineer (tse). It was determined that the cause of the reported issue was due to the universal surgical manipulators (usms) coming in contact with each other before docking. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to the start of a da vinci-assisted lymphadenectomy surgical procedure, the universal surgical manipulators (usms) drifted while docking. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse was able to determine the cause of the usm movement due to the usms coming into contact with each other prior to drifting. The error logs confirmed there was no system-related issue. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and was advised that the ports were already placed into the patient when the reported issue occurred.